Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported the bactiseal catheter connected to an unknown valve was implanted via v-p shunt on an unknown date and unknown setting. After a month, shunt infection was observed. Shunt will be replaced with a new one. Additional information has been requested.

Manufacturer narrative:
Unique device identification (UDI) - (B)(4). The catheter was not returned for evaluation (product remains implanted) and no lot number information has been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.